Event description:
Pt reported they were driving recklessly in 2005 and was pulled over by police. Pt stated police claimed they were combative, but the only thing the customer recalls is waking up in the hosp with a blood glucose of 28 mg/dl and being treated with a glucose drink until their blood glucose measured 100 mg/dl. Pt was released from the hosp the same day. Pt went to their physician the next day for a follow-up. Physician was not sure why the pt was experiencing low blood glucose and went to assess the affect of adjusting basal rates. Pt advised they woke up on the floor about two and a half weeks and was hallucinating. Pt removed infusion set and went to sleep. Pt's current condition is fine.